Manufacturer narrative:
The general manager could not find any mattress with fluid ingress.

Event description:
The account alleged they have new totalcare beds and the low air loss mattress covers have fluid leaking through it.